Event description:
The consumer reported a false negative for her son with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Two (2) additional tests had been performed two (2) days prior (B)(6) 2023) - one (1) being another binaxnow covid-19 antigen self-test, while the other was reported to be an unknown self-test. Both of the aforementioned tests had generated a positive result. Confirmation testing was not performed, though abbott technical services advised the consumer to go out and get a pcr covid-19 test to confirm the reported results. The consumer reported that her son was symptomatic with "covid symptoms", though no specific symptoms were reported. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214754 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 214754 and device part number 195-430wl / lot 212682. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214754 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issued4: expiration date. H3 other text : single use; device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported a false negative for her son with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Two (2) additional tests had been performed two (2) days prior (B)(6) 2023 - one (1) being another binaxnow covid-19 antigen self-test, while the other was reported to be an unknown self-test. Both of the aforementioned tests had generated a positive result. Confirmation testing was not performed, though abbott technical services advised the consumer to go out and get a pcr covid-19 test to confirm the reported results. The consumer reported that her son was symptomatic with "covid symptoms", though no specific symptoms were reported. No additional patient information, including treatment and outcome, was provided.